Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device/lab inrs were 3.8/1.6, 5.3/3.5 and 3.4/2.2 in 2006, and 4.2/2.3 on a month earlier. No other info was provided. The device was replaced and requested to be returned for eval.